Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. During the procedure, the modular head would not engage onto the taper adapter. Another modular head was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to be due to customer error.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. During the procedure, the modular head would not engage onto the taper adapter. Another modular head was utilized to complete the procedure. Additional information received noted the reason for the (B)(6) 2014 revision was to replace the constained liner. During the procedure, the operator used the incorrect size femoral head which was too short and damaged the ring preventing it from engaging onto the taper adapter.

Manufacturer narrative:
This follow-up report is being filed to clarify / correct information that was reported on the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. During the procedure, the surgeon selected a femoral head that was too short and incorrectly sized. Subsequently, the patient was revised on (B)(6) 2014 to replace the constrained liner. During the procedure, the modular head would not engage onto the taper adapter. Another modular head was utilized to complete the procedure.